Manufacturer narrative:
Product analysis: analysis found that the customer had glued the connector and nut to the case and it could not be removed. There was also a sticky substance found on the battery contacts. The customer did not accept the price quotation for repair, so the device was sent back unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a request to replace the shell. The external pulse generator (epg) was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.